Event description:
A report was received that the patient was explanted due to an infection at the pocket site and being overstimulated by the device. The patient's symptoms of the infection were fever and swelling. The patient has been fighting this infection over the past few months and has been hospitalized twice. The patient was prescribed IV antibiotics during the hospital stays and bactrim ds oral antibiotics after. The explanting physician does not know if the infection is device related but the patient did not have an infection prior to being implanted. The patient is reportedly doing well following the explant.